Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the insulin pump had a keypad anomaly. Customer reported the escape button was not working on the insulin pump. It was also found the customer had a button error issue. The customer stated they were able to resolve the issue with a battery change. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.